Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer believed the pump was not delivering insulin. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 442mg/dl. The customer states they treated with bolus and manual injections. Troubleshoot was conducted. The pump was found to have passed self-test and it pushed insulin through the tubing. The customer is being sent tubing clamp to conduct high pressure test. No further assistance provided at this time.